Manufacturer narrative:
This device is available for analysis but has not yet been received. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan.  Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During a carotid stenting procedure, the angiogurad broke into two pieces inside of the patient and was snared out. No additional information is available at the moment. No adverse patient consequences were reported. The reported event occurred after filter deployment. The device was stored, handled, inspected and prepped according to the instructions for use. There was nothing unusual noted about the device prior to use. The intended procedure was the right internal carotid artery. The lesion was not in a carotid bifurcation. The target lesion vessel diameter was 4-5 mm. The angioguard was sized larger than the vessel as instructed in the IFU.  The device passed through acute bends. There was no difficulty encountered while advancing/tracking the device towards the lesion and no unusual force used at any time during the procedure.   There was no difficulty or resistance noted while crossing the lesion with the device.  It did not have to pass through a previously placed stent. The filter basket expanded fully with good wall apposition. There was difficulty removing the filter.  The brand of sheath was a cook.

Manufacturer narrative:
The device was returned and device available for evaluation? Was updated accordingly.   The completed engineering report will be submitted within 30 days upon receipt.

Manufacturer narrative:
Please note (B)(4). During a carotid stenting procedure, the angioguard broke into two pieces inside of the patient and was snared out. No adverse patient consequences were reported. The reported event occurred after filter deployment. The device was stored, handled, inspected and prepped according to the instructions for use (IFU). There was nothing unusual noted about the device prior to use. The intended procedure was the right internal carotid artery. The lesion was not in a carotid bifurcation. The target lesion vessel diameter was 4-5 mm. The angioguard was sized larger than the vessel as instructed in the IFU. The device passed through acute bends. There was no difficulty encountered while advancing/tracking the device towards the lesion and no unusual force used at any time during the procedure. There was no difficulty or resistance noted while crossing the lesion with the device. It did not have to pass through a previously placed stent. The filter basket expanded fully with good wall apposition. There was difficulty removing the filter. The brand of sheath was a cook. As received, the specimen consist of one-1 each 6 mm rx ms 180-014 ecgw deployment sheath was returned loose and triple-bagged within ¿zip-lock¿ style poly pouches. The supported documentation includes eleven-11 photos of the damaged angioguard deployment sheath. As received, the specimen presents a combined overall length of 148.30 cm; a shaft diameter of .03550¿ to a .03660¿, and finish tip diameter of .4810¿. The specimen sheath presents indications of a tensile overload of the sheath at the distal joint between the black and yellow hdpe tubing segments at 90.40 cm from the distal tip. The specimen also presents pinch marks 3.00 cm distal and 1.70 to 3.50 cm proximal of the sheath fracture. No other damage or inconsistencies are noted to the specimen at this time. The specimen device appears visually and dimensionally correct except where noted. The reported complaint as ¿ecgw (embolic capture guidewire) - fractured-separated¿ was confirmed due to the condition in which the product was received. The exact cause of the reported event could not be determined. However, procedural and/or handling factors may have contributed to the reported event based on the indications of tensile overload of the sheath at the distal joint. According to the product instructions for use, users are warned that torquing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation. Always advance or withdraw the guidewire slowly. Never push, auger, withdraw or torque a guidewire that meets resistance. Resistance may be felt and/or observed using fluoroscopy by noting any buckling of the guidewire tip. Determine the cause of resistance under fluoroscopy and take the necessary remedial action. Neither the device history record review nor the product analysis suggest that the reported event is related to the manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.